Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The company service representative observed the customer is using third party I/a tips. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional complaints associated with this system. (B) (4).

Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior). Product problem(s): "the vacuum was too low" (aspiration issue). The surgeon reported during phaco quad removal, the vacuum was too low. The phaco handpiece was switched out without a change in results. A posterior capsule tear occurred. The system was switched out to perform the anterior vitrectomy. The surgeon stated the vacuum was too low during phaco, and this may have contributed to the posterior capsule tear. The surgery was completed and the iol was placed in the sulcus. The customer rebooted the system and kept it on for 10 minutes. The system then worked okay. The surgeon stated there was no patient injury.